Manufacturer narrative:
Software investigation could not determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. It was suspected that the issue was caused with user error since the shaver is not even a possible attachment to the ent instrument tracker. They may have had a shaver in the field of view and it was becoming the current probe which made them think the registration probe was verifying as the shaver. If this was the case, the software was working as designed. Evaluation codes that apply to this testing: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the software was downgraded.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and they pe rformed a system check to try and recreate the reported issue. The used a resin head and head 3 models to cycle between. They could not recreate the reported issue. The site reported that no further problems have been noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while verifying the registration probe the system would think that it was shaver. In the instance of the issue the site performed a hard reboot of the system and the did not resolved. There was less than an hour delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.